Manufacturer narrative:
Date of event - approximate. Events occurred 2015 or after. Literature citation: gorla r, casenghi m, finotello a, de marco f, morganti s, regazzoli d, bianchi g, acerbi e, popolo rubbio a, brambilla n, testa l, castriota f, auricchio f, reimers b, bedogni f. Outcome of transcatheter aortic valve replacement in bicuspid aortic valve stenosis with new-generation devices. Interact cardiovasc thorac surg. 2021; 32 (1): 20-8. Retrieved from https://www.ncbi.nlm.nih.gov/pubmed/33201993.

Event description:
It was reported via journal article that patient complications occurred. Title: outcome of transcatheter aortic valve replacement in bicuspid aortic valve stenosis with new-generation devices. This retrospective multicenter study included 56 bicuspid aortic valve patients undergoing transcatheter aortic valve replacement (tavr) with new generation devices: the lotus valve system, the acurate neo valve system and non boston scientific (bsc) tavi devices at 3 institutions in italy between 2015 and 2019. Literature study results: device success was achieved in 43/56 patients (77%). The success rates were comparable rates among the different tavr valve types. Moderate paravalvular leak rate was significantly lower in the lotus valve group as compared to the non bsc valve group and comparable to the acurate neo group. By index of eccentricity the lotus valve system showed a uniform and symmetric pattern of stress distribution with absent paravalvular orifice area, acurate neo showed a mild asymmetry with small paravalvular orifice area, whereas a severely asymmetric pattern was evident with the non bsc devices resulting in a large paravalvular orifice area. Patient complications including vascular complications and arrhythmia were observed. Valve embolization occurred after acurate neo valve implantation that was managed with implantation of a non bsc valve system. Literature study conclusion: transcatheter aortic valve replacement in bicuspid aortic valve patients with new generation devices showed comparable device success rates. The lotus valve showed moderate paravalvular leak rate comparable to that of the acurate neo valve and significantly lower than non bsc devices. On simulation, lotus and acurate neo valves showed optimal adaptability to elliptic anatomies as compared to non bsc devices.